Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the circumstances that the led to the tablet shutting down was that the practitioner was updating and it just shut down mid update. The tablet was charged, and the communicator batteries were good as well. The reason for the bridge bolus not being performed was that the screen was missed. The actions/interventions taken to resolve the programming issues was reading the pump again and reentering all the dosing information that had been cleared. The programming issues were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID a810; product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2.5 mg/ml of morphine at 0.164 mg/day via an implantable pump. On (B)(6) 2019, it was reported that the healthcare provider (hcp) ordered the incorrect concentration of medication for a patient's refill, 2.5 mg/ml instead of 1 mg/ml. The pump was refilled with the 2.5 mg/ml and programmed the dose as 0.164 mg/day but a bridge bolus was not performed. It was reported that during the programming of the pump, the tablet shut down. The hcp was unable to complete the update as the result so the pump was reinterrogated and a service code of 224, indicating that the pump was in telemetry stopped state. The hcp had to reenter all the programming information back in and was able to update successfully from there. The rep confirmed that the tablet should have had enough power. The pump was checked again after the update and confirmed that the programming went through. It was calculated that the patient would be getting 0.0656 mg/day for 5.44 days.